Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the malar ridge, hollows, and jawline with 2 cc of juvéderm voluma® xc. Patient was concomitantly taking ambien® and xanax®. A bump came up 2-3 days after the injection. There was a bit of swelling and the patient decided to massage it away, all day long. It started turning red a few days after that. It is ¿pretty firm and large¿. Almost 4 weeks after the injection the patient was treated with keflex® and started on antihistamines and pepcid®. The symptoms have almost resolved. The ¿lesion is clearing¿.